Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. Customer's blood glucose was high when she awakened. The pump had gone into stop mode by itself. Customer checked the history and noticed that at 02:30am, the pump shows a e4 (occlusion) message and she can't remember if she confirmed the e4 message. No adverse event reported. A request was made for the return of the device.